Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert. The customer's blood glucose level was 116 mg/dl. Customer's pump would not charge despite trying did different charging supplies. Customer continued using the pump for insulin therapy.